Event description:
A hospital in (B)(6) reported that a pin hole was observed on the dry tubes of three rt200 adult dual-heated breathing circuits before use.

Manufacturer narrative:
(B)(4). The rt200 is not sold in the USA but it is similar to a product which is sold in the USA. The 510(k) for that product is k983112. Method: 3 complaint drylines were returned to the manufacturer and visually inspected. Results: the visual inspection revealed a hole approximately 2cm away from the connector on the three drylines. A lot check could not be performed as no lot number was provided. Conclusion: it was identified that damage to the rt200 dryline could have occurred during the manufacturing process, although it is not a batch related issue. During production of the dryline, a leak inspection is performed every 10 minutes. If a defect is found, the product from this time period is set aside for further inspection and production is stopped until the problem is solved. The user instructions for the rt200 adult breathing circuit state the following: check all connections are tight before use. Set appropriate ventilator alarms. (B)(4).